Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer reported blood glucose was within 54-500 mg/dl. Customer either changed pump supplies or resumed insulin delivery without changing pump supplies. As occlusions occurred in the past, a cause of the blockage could not be determined. Reportedly, customer used pump supplies beyond the recommended labeling time.